Manufacturer narrative:
The subject device had not been returned to olympus medical systems corp. But was returned to olympus (B)(4). As the evaluation is in progress, the exact cause of the reported event could not be conclusively determined at present. Omsc reviewed the manufacturing history(DHR) of the subject device and confirmed no irregularity. If additional information is received, this report will be supplemented.

Event description:
Olympus was informed that as a result of microbiological testing by the user facility, the subject device tested positive for the microbes as follows. - the distal end: burkholderia cepacia(1 cfu). - all channels: burkholderia cepacia and staphylococcus coagulase negative(25 cfu/total). The user facility reported that a part of the bending section rubber of the subject device peeled off in just a few months. There was no report of patient infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to omsc but was returned to olympus france(ofr). Ofr sent the subject device to a third party laboratory for microbiological testing. As a result of the testing, the sample collected from all channels of the device tested positive for coagulase-negative staphylococcus (1cfu / endoscope). The testing result cleared the french guideline. The device had been reprocessed with an olympus automated endoscope reprocessor model etd-4 (not available in the USA). The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to omsc but was returned to olympus france (ofr). In the confirmation of ofr, it was confirmed that the bending section adhesive of the subject device peeled off. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.